Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during servicing, the unit had cursor abnormality on the mainboard, eee901 and failure on speaker. The unit had no audible alarm, speaker error during the operational testing after power up. No alarm was sounded due to speaker error.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The issue was res olved by replacing the speaker and mainboard. The ac power cable and the protective boots were installed. It was reported that unit had cursor abnormality on the mainboard, eee901 and failure on speaker. Also, the unit had no audible alarm due to speaker error during the operational testing after power up. The reported issues were confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: issues with battery. The issue was resolved by replacing the battery due to deterioration. The most likely cause for the additional condition was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during servicing, the unit had cursor abnormality on the mainboard, eee901 and failure on speaker. The unit had no audible alarm due to speaker error during the operational testing after power up.